Event description:
It was reported that a patient underwent breast augmentation on an unknown date and a topical skin adhesive was used. Approximately, one post operative the patient went to the emergency room with complaints of itching and redness at the area of application. The topical skin adhesive was removed with acetone. It is reported that the symptoms have resolved.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.